Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 7076924.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) despite troubleshooting attempts. It was mentioned that following a non-device related surgery the patient began having charging issues due to possible used of cautery compromising the ipg. The patient underwent an explant procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.